Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was fully extended and clogged with blood/tissue. The measured full helix extension length was within product specification. X-ray examination of the lead found no anomalies on the lead.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged. The dislodgement was able to confirmed via fluoroscopy. The rv lead was not used and replaced during the procedure. The patient was in stable condition.